Event description:
It was later reported that the patient underwent revision surgery due to high impedance. During the surgery, test resistors was used (with test resistor impedance was within normal limit) and lead pin was re-inserted. High impedance still persisted. During the surgery the patient was nicked with cautery while trying to explant the lead and after 30 mins patient was stabilized. The generator and lead were both removed with the lead being cut as high as possible. Replacement will be planned for a later date. Explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿tissue damage¿ is not available.

Manufacturer narrative:
B5. Describe event or problem, b6. Relevant tests/laboratory data, including dates; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
Device history records were reviewed and the lead was seen to pass all functional and quality testing prior to distribution.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high lead impedance. It is suspected that this occurred after the patient had a seizure as her seizures are violent. The physician has responded that xrays were taken. The physician's assessment of the xrays was not legible. There was no trauma or manipulation of the site that could have caused the high impedance. No known surgical intervention has been planned. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.